Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 60 mg/dl. Although the touchscreen was initially unresponsive during troubleshooting with tandem technical support, the touchscreen responded to presses during troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.